Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon investigation, it was noted there were four post-paced t-wave oversensing episodes since the last device check on (B)(6) 2019. Programming changes were made. There were no issues with the patient prior, during, and after the oversensing events.